Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the patient was missing from station. A technical support specialist (tss) tried to find the patient using mrn and name but was unable to locate the record. Tss attempted to run a report using the mrn, which did not exist. Tss confirmed with the pharmacist that the mrn was correct. The user mentioned that the patient had registered in june 2024 but went missing from the server yesterday. Tss searched for the patient again, but no results were found. Tss confirmed that the patient was admitted and not discharged yet. Tss found that the customer identifier was invalid, so tss called the customer again and confirmed that the mentioned patient had been discharged. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patient missing from station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.